Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient was at the zoo and started to feel funny and was light headed and sweaty. She sat down on a bench and a member of the zoo staff came over and asked if she needed assistance. When she checked the dexcom she noticed it was not working and stated when she looked down, she saw that the transmitter pod had come off from the sensor patch. The patient checked her blood sugar and it was 49 mg/dl. The patient¿s daughter gave her drank soda and had multiple sugar packs. At the time of contact, the patient was in stable condition. A sensor was returned for evaluation. An external visual inspection was performed, and it was determined that the sensor adhesive patch was intact with the sensor pod. It was found that there was damage to the sensor pod and the transmitter latches were detached from the sensor pod inhibiting functionality. No additional patient or event information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.